Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm if customer received sensor damage due to customer returning it opened/used. Found cannula whole with no broken or missing parts.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that when the sensor was removed from the customer's body, it was found that the cannula was missing. It was stated that the transmitter was not blinking when connected to the sensor. Blood glucose value is unknown. The sensor would be replaced and returned for analysis.